Manufacturer narrative:
(B)(4). It was reported that the customer could not pace through carto. There was no ECG signal. The system worked when they run procedure directly without the piu system. The issue was not resolved by changing all cables. The customer believed the issue was with one of the piu cards. Fse contacted sales rep. And was informed that when pacing was performed via the stimulation port the all ECG and ic signals disappeared to flat line as soon as pacing was started. Pacing was possible via the direct stimulation ports on the piu, but these were not useful for the case. Fse arrived at the account regarding the issue and discovered that the stimulator port on the backplane card was physically damaged and caused pacing problem and disappearing of signals. The backplane card was replaced and the issue resolved. Replaced backplane card was sent to htc for investigation. The customer complaint was confirmed. Stimulation port was found damaged and replaced. The card repaired and returned to the normal functioning. It was also reported that the customer has noise issue on the ECG signals on carto and eprs. Fse replaced the ECG 1 card and the noise issue was resolved. Fse performed c3 system tests: all passed. The system is ready for use. Replaced ECG card was sent to htc for investigation. The customer complaint was not confirmed. The ECG card was tested and found operable. The history of customer complaints associated with carto 3 system # 11253 was reviewed. 5 out of 43 additional reported complaints may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that the customer cannot pace through carto system as all ECG and ic signals disappear to flat line as soon as pacing was started. The customer rebooted the system, and tried with three different templates, new cables and catheters, and also changed stimulation cable and the ECG cable twice, however the issue was not solved. When the customer run procedure directly without the piu the system works. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Bwi takes conservative approach to report this complaint as lack of continuous monitoring of a patient's heart rhythms increases risk to patient.